Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. The ventilator passed 174 hours of extended tests at the customer¿s settings. The ventilator passed bench testing, the initial alarm volume test, and the initial final test which measures the ptvs ability to correctly measure the exhaled volume at many different volume settings. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was not delivering any tidal volumes to the patient while in use. There was no patient harm associated with this complaint.